Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, g2. Foreign: belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during initialization of an ins with the tablet app, the messages "system error 0x4ea9bc8e" and "validation error 00 01 00bb" were displayed. They performed three reinitializations and the normal screen appeared. The issue was resolved; the ins was implanted and reacted normally. Additional information was received from the manufacturer representative (rep) reporting that the ins was implanted without further issue.